Event description:
It was reported that there were histograms that suggested high atrial fibrillation burden, but no electrograms had been stored by the implantable pulse generator (ipg) device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).